Event description:
It was reported that the patient presented at the emergency room after receiving a shock. Interrogation revealed the right ventricular (rv) lead was sensing atrial signals. The patient had atrial fibrillation detected as ventricular fibrillation, a shock was delivered and the rv lead was not capturing the right ventricle. A chest x-ray confirmed rv lead dislodgement into the right atrium. The patient's rv lead was explanted and replaced without complication. The patient was stable.